Manufacturer narrative:
Concomitant medical products: product ID: 407645 lead, implanted: (B)(6) 2006; product ID: 693158 lead, implanted: (B)(6) 2006. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds, which resulted in possible premature battery depletion of the cardiac resynchronization therapy defibrillator (crt-d). The lv lead and the crt-d were explanted and replaced. No patient complications have been reported as a result of this event.